Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiia with iliac limb separation. Additionally there was evidence to reasonably support the following observations; distal main body stent cage dilation, aneurysm sac growth, and left common iliac limb stent dilation. The most likely cause of the distal loss of seal and implant separation of the iliac limb stent was the off-label iliac anatomy (intentional user error) in combination with severe tortuosity (cautionary product use condition) and iliac remodeling. The procedure-related harm and the final patient disposition could not be ascertain due to lack of medical information surrounding the secondary endovascular repair procedure. To date there has been no reports of further negative patient sequelae. The most likely cause of the compromised stent graft integrity (stretched) of both the main body stent cage (22% dilation) and the proximal left limb stent cage (dilation 20%) was the use of strata material. Notable this event was treated at the same time as the prior device failure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Updated information was received, patient underwent the secondary procedure to fix the endoleak. The repair was successful and the patient did well.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated, a vela suprarenal, and three limb extension on (B)(6) 2014 to treat an aneurysm. It was discovered that the patient had an endoleak type iiia with the left iliac limb separated from the main body. The patient is reported to be in good condition and the secondary procedure is planned for (B)(6) 2017.